Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported a patient experienced over correction greater than one diopter approximately six weeks post optimized photo refractive keratectomy (prk) on the left eye. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Log file for the date of treatment shows all laser system functions were within specifications for the respective treatment. No abnormalities that could have contributed to this event were found during device history review. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).